Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 recon nail w/s, when connecting the distal targeting arm and t2 recon target device, fixation bolt could not insert to the device hole.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The event description defined the distal targeting device (dtd) to be the primary product. No associated products were reported. An investigation and a review of the DHR were not possible because the product and lot code were not provided; the root cause could not be determined. A possible root cause for the functional problem could be that the washers inside the fixation mechanism were rotated and caused the non-function of the fixation. A change request was performed to replace the washers to an elastic element with the same geometries. The change request became effective in may 2013. If the complained dtd was manufactured prior to the change request could not be determined because the manufacturing date is unknown. A more precise evaluation was not possible due to missing information. No discrepancies were detected during risk analysis review. Device will not be returned.

Event description:
During t2 recon nail w/s, when connecting the distal targeting arm and t2 recon target device, fixation bolt could not insert to the device hole.